Event description:
It was reported that a non-reprocessed blade was plugged into the handpiece, the handpiece would then switch from oscillate to forward/reverse on its own. No patient involvement was reported. The handpiece was switched out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.